Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have loose teeth, receding gums, pain, sores in their mouth and a lot since they have been using the aligners. The aligners have not straightened their teeth as well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.